Event description:
Patient having c7-t1 decompression and fusion. The integra skull clamp was placed to prevent movement, and when moving patient from stretcher to table, the clamp slipped causing laceration requiring monocryl suture.